Event description:
On (B)(6) 2017, the reporter contacted lifescan USA alleging that the verio iq charger was missing from the contents of their packaging. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.